Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, wear abrasion, and fold creases. A leak test was performed and one opening was found. A microscopic analysis identified a curved smooth opening on the posterior side in the same location of a crease assessed as a fold flaw opening. Fill inspection was performed and identified that no blockage was in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.